Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. Multiple dilations were performed at the lesion site. The device was then pulled into the guiding catheter; however, when inflation was performed again within the lesion, the balloon ruptured. Thereafter, the device was replaced with wolverine balloon catheter and the procedure was completed. There were no patient complications nor injuries reported.